Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 9th complaint for lot # 9029658 for this type of defect or symptom. Previous complaints (B)(6). There was no documentation for this type of defects during the entire production run of this batch. Root cause description: undetermined.

Event description:
It was reported that needle clog occurred during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "it was reported the needle wouldn¿t let the insulin or air go through into and out of the syringe." 14-jan: rcvd an email from the distributor stating "the following information was received: contact stated that they changed out the needle with a different one and was able to load the cartridge in successfully. 1 of 2 complaints.